Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that pacemaker exhibited a radio frequency (rf) telemetry anomaly. Several attempts were made to send a device transmission, but each attempt was unsuccessful. Also, patient's clinic noted that the device checks had not occurred. No interventions were made at this time. There were no consequences to the patient.

Event description:
New information received noted that the patient presented in clinic for follow up on (B)(6) 2020. Programming changes were successfully made and radio frequency (rf) telemetry was restored.